Manufacturer narrative:
(B)(6) 2015 05:59 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4) a maquet field service technician investigated the unit and found a defective potentiometer on the hcu30. The technician replaced the defective part. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
During repair of the device, replaced potentiometer knob due to skipping temp settings. No patinet involvement. (B)(4).